Event description:
It was reported to philips that the system was unable to perform 3d rotational angiography. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the completed as planned by restarting the system. It was reported to philips that the system was unable to perform 3d rotational angiography. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer stated that 3dra (3d rotational angiography) system had a red indicator and would not work. While troubleshooting, rse checked with the customer and got to know that the customer got green indicator and the system was working fine, customer hung up the call and continued diagnosis with local fse. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If unable to perform angiography issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A unable to perform angiography error which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable the codes were updated based on the investigation outcome. The evaluation method code was corrected.